Manufacturer narrative:
The reported event of sensing noise was not confirmed. The device was above eri level upon receipt. Analysis performed did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during initial implant procedure, over-sensing noise was noted on the pacemaker. The pacemaker was replaced, and the new one was implanted successfully. No patient consequences were reported.